Manufacturer narrative:
A host ii module kit was received for evaluation. A visual assessment of the returned sample did not reveal any obvious visual nonconformity. The returned sample was installed into accurus hotbed system with a digital pressure gauge on september 18, 2015. The system was then booted up without any system message (sm) or abnormalities found. The system was then rebooted two additional times without any abnormalities found. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that a system had a burning smell and shut down before surgery. There was no patient involved.

Manufacturer narrative:
No further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 23, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).